Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The device was reprogrammed.